Manufacturer narrative:
Investigation is complete. The customer contact indicated the devices were discarded. The devices were not received for testing. During the investigation, a customer provided photo was reviewed. Review of the photo found that the tail of 6 inch tubing with the distal tip of the male adapter broken. Hospira had completed a formal investigation to address similar complaints due to spin collar option-lok connection problems with other devices which resulted in leaks, cracks and general connections events. According to investigation findings, the reported defect is related to the design. The spin collar option-lok t dimension was changed and this change was made overcome interference with the clave and microbore clave thread stops (also other connector could be impacted). The slightly reduced thread length may be a contributing factor in customer complaints. This report represents all the info known by the reporter upon query by hospira personnel.

Event description:
General report received of an unspecified number of undocumented incidents of breakage of the distal tip on the option-lok male adapter of the tubing sets. The customer contact reported there were several occurrences of breakage of the distal tip on the option-lok male adapter of the tubing sets. No specific details were provided. The tubing sets were replaced and the therapies were resumed. There were no reported adverse pt effects and no reported delay of therapy critical to any pts. No medical interventions were reported. No additional info was provided.